Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected and alarm history showed recurring low battery warnings. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found evidence of short battery. No damages were found with the battery compartment or cap. Using the returned battery cap the pump powered up with the appropriate audible and vibratory features. All the keypad buttons responded properly. A rewind/load/prime sequence was executed without incidents. Electrical current draws were within specifications. The reported short battery life issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported power issue, the verify screen was dim and discolored. When the pump casing was opened evidence of moisture incursion was observed. As a result of the internal moisture contamination, the audio bolus button responded intermittently.